Event description:
Drive devilbiss healthcare was notified of an incident involving a bed by a letter from an attorney alleging the end user sustained permanent injuries to his foot that broke through the footboard of the bed. There was no information available to indicate the injury type nor was there information on any medical intervention received. The end user has preexisting medical conditions involving their feet with unidentified issues. The information received claims the bed was too short for the end user. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.